Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6), 2020. According to the complainant, during the procedure, there was no image when the spyscope ds ii was plugged into the spy ds controller. A second spyscope ds ii was used; however, there was still no image. The ercp was completed using a brush; however, the cholangioscopy portion of the procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.